Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's trial implant on (B)(6) 2019, the physician was unable to access the epidural space due to a spinal fusion that the patient previously had. As a result, the procedure was abandoned.